Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed that one of the flippers was broken off. Syringe plunger not in place error was found in event history log. During the functional testing the syringe plunger not in place error found while setting up the flow test. The root cause of the issue was a result of the customer's physical damage to the device. Replaced plunger. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a plunger sensor failure. No patient injury was reported.